Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was unable to open. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis station. Which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) verified through hardware test application (hta) and identified there were no lights visible on the bus printed circuit board assembly (pcba) for drawer while powered on. The station was powered down, and the bus pcba for drawer was replaced. The retractor band connections were reset, and latch screws were tightened. After reassembly and power-up, all three lights on the cubie drawer were functioning, with no errors on the home screen. The back of device was closed, and hta testing was performed successfully. The system functioned as intended after the field service engineer repaired the device.